Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/17/2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse replaced the unit's power status overlay to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit's alternate current (ac) indicator is not functioning. The customer reported there was no patient involvement.